Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the power module and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device does not power-up on ac power. There was no pt involvement reported with this event.